Event description:
The patient was being prepared for transport in a helicopter to the medical facility. While the impact emv+ portable ventilator was being prepared for use on the patient, it was reported to give a "self-check fault error" which could not be cleared. The patient was manually ventilated for the flight (approximately 30 minutes). The end user reported there were no adverse effects to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to use manual back-up ventilation. This event is being submitted as a serious injury event because the use of manual ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the holder for the real time clock battery was found to be intermittent when force was applied to the side of the device. The device was found to have external damage to the battery compartment indicating it may have experienced external mechanical shock. The external damage was repaired and preventive maintenance, calibration, burn-in and output testing was performed. The unit was returned to the end user after it tested within specification.